Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02028 . During a clinic follow-up, an increase in the capture threshold resulting in a loss of capture was observed on the left ventricular (lv) lead. A dislodgment of the lv lead was suspected, but not confirmed. Additionally, episodes of noise due to electromagnetic interference (emi) were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.